Event description:
A customer reported to baxter (B)(4) a y-type irrigation set in which a leak occurred at an unknown location. The event occurred before patient use. There was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon sample receipt, it was determined that the sample is a non-baxter product. No investigation was performed.